Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on 30 nov 2020 that the patient's physician prescribed oral flucloxacillin antibiotic on (B)(6) 2020 for a small spot/blister to right hand side of stoma. The spot had some ooze coming from it, but has improved since starting the antibiotic. On (B)(6) 2020, spot noted to be small, nil ooze, slightly red, not on stoma site but to skin on stomach to right side of stoma.